Manufacturer narrative:
The reported inability to establish communication was confirmed and was due to a low battery voltage. The device was tested on the bench and high voltage lead impedance measurements were normal. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the asymptomatic patient presented for routine follow up. Premature battery depletion was observed and the device was unable to be interrogated. Also noted was high hv lead impedance. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.